Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 130 mg/dl and 115 mg/dl (compact plus system 1) and 409 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips as she threw them away. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(6).